Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic tubing of a minicap transfer set separated from the "connector that attaches to the titanium connector". This issue occurred during use with patient involvement. The line was changed, but not the titanium adaptor. The patient was given unspecified prophylactic antibiotics as a precaution. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed with the naked eye. Visual inspection identified that the patient adaptor was separated from the tubing and bushing on the provided photo. The reported problem was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.